Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, she was using her poc while traveling and was having difficulty breathing. She explained inogen sent her a dirty unit that cause her to go to the hospital. She said that the column was very dirty and she was having a hard time breathing. She went to the hospital where they gave her steroid and breathing treatment. She was not able to use her home unit because she was not home. The patient has a history of emphysema and asthma. The patient has received a replacement unit.